Event description:
Revision of a bicon plus ti shell was reported in a case in another country, described as 'dislocation occurred, and x-rays showed the bicon broken'. Additional detail is not available at this time.